Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. No further intervention was performed at this time, and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device did not reveal any anomalies. A review of the device image confirmed extended charge time did occur on the device in the field. Upon further review of the device image, it was revealed that a patient notifier timestamp for extended charge time was present. However, electrical testing, automated test equipment (ate) product testing, and accelerated testing of the high voltage (hv) caps and device in the lab, the extended charging could not be reproduced. The cause of the extended charging that occurred in the field remains undetermined.

Event description:
The device was explanted and replaced. The patient was stable with no adverse consequences.